Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a symbiq pump. After an unspecified length of time, it was reported that approx three "moderate air bubbles" were noted past the cassette of the tubing set. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.